Event description:
On january 25, 2007, the lay-user/pt contacted lifescan alleging that a one touch ultra meter was continuously displaying an "er2" message. For about 2 weeks, the pt was unable to test her blood glucose with the reported meter because of the "er2" message. The pt was supposed to be testing 2 times a day at the time. On an unk date after the meter issue started, the pt started to develop symptoms indicative of hyperglycemia. She "felt drunk," was sweaty, had kidney and bladder pain, and felt as though her heart was going to explode. Fifteen days earlier, the pt went to a hosp because of the symptoms. The pt's doctor described her face as being "blood red," and her breath smelled bad and fruity. In the hosp, the pt obtained a blood glucose result of "690 mg/dl" using an unidentified device. The hospital also discovered ketones in her urine. The pt was hospitalized for 4 days and treated with antibiotics, insulin injections, and "pain shots." During the hospitalization, the pt stated that her blood glucose went down to "373 mg/dl" after receiving the insulin treatment. The pt was taking her medications for diabetes as prescribed during the time of concern. She was taking "actos" and 90 units of "humulin 70/30" insulin a day. As a result of the event, the pt is now testing her blood glucose 3 times per day. During the troubleshooting process, the customer care advocate (cca) discovered that the pt had been using expired test strips. The pt did not know how long she had been using the expired test strips for. The pt was aware that she was using expired test strips, but she explained that those were the only strips she had available at the time. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt was unable to test her blood glucose due to the "er2" message, developed symptoms, and was hospitalized for 4 days for treatment of hyperglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.